Event description:
The original artificial urinary sphincter (aus) was implanted in 01-29, 1997. A second surgery was performed on 04-4, 1997, to replace the occlusive cuff that was not functioning properly.